Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05266. It was reported that when the patient presented in clinic for routine device changeout for elective replacement indicator (eri), noise on atrial lead was noted. Lead to can abrasion was noted for both ra and rv lead during the procedure. Physician elected to repair it with medical adhesive and suture sleeves. Programming changes were made. The patient was stable.